Manufacturer narrative:
This should have been checked since case was reported in (B)(6). Investigation/conclusion: the monitor associated with the complaint was returned for investigation. In-house testing on the returned monitor using retained test strips met accuracy criteria. The customer's complaint was not confirmed. The returned monitor passed functional and thermistor testing requirements during in-house investigation. The system performed within expectations. Impedance curve analysis could not be performed because the impedance curves associated with the customer's reported inratio inr results were not within the last four results saved in the returned monitor's memory. The reported lot, k376474, was investigated as part of fi-16-011. Investigation identified an issue with sample collection that led to increased discrepant results during donor testing. Reevaluation of the lot based on this investigation shows the lot to be performing as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Unable to determine the root cause of the customer's complaint.

Manufacturer narrative:
Investigation pending.

Event description:
Customer alleging a variance between inratio results in comparison to the lab inr results. The results were as follows: (B)(6) 2015: inratio inr=4.3; lab inr = 2.3. (B)(6) 2015: inratio inr=3.8; lab inr = 3.1. (B)(6) 2015: inratio inr=5.2; lab inr = 3.4. It was reported that all testing (inratio vs. Lab inr) was performed within 30 minutes of each other. The customer was unable to confirm which of two lot numbers was used for this testing. This MDR is being submitted for lot # k376474. The second lot # 362392 will be submitted on MDR #2027969-2016-00149. No medical intervention was required. Patient's therapeutic range: 3.0-3.5. (Note: this device is not distributed in the us; however, this MDR filing is due to the device being the same or similar as a device available in the us)